Manufacturer narrative:
The reported event involving a pcu ¿that a user observed an error code 9-1513-202 on the pc unit screen and sent the devices to biomed. In the investigation, the biomed identified that additional error codes 800.8000 were found in the logs¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that a user observed an error code 9-1513-202 on the pc unit screen and sent the devices to biomed. In the investigation, the biomed identified that additional error codes 800.8000 were found in the logs.